Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Healthcare professional reported via phone call that customer experienced low blood glucose of 28 mg/dl. Customer was not able to troubleshoot for high blood glucose. Customer stated that customer was not comfortable in using sensor and serial number was worn out. Insulin pump will not be returned for analysis.